Manufacturer narrative:
Device passed the displacement test, rewind, self test, a21 error test and the delivery accuracy test at 0.08700 inches. All operating currents are within specification. Off no power alarm functions properly. Device was unable to prime then alarmed a33 during prime test at 4.0 lbs and alarmed motor error during basic occlusion test due to faulty force sensor resistor (gold). The device was able to complete the rewind test. No drive/motor anomaly or rewind anomaly noted. The motor was tested outside of the unit and passed. Unable to perform the occlusion test and excessive no delivery test due to prime anomaly. Device had minor scratched display window, cracked display window, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they rewound insulin pump but then the cylinder did not go back to push the insulin out. The customer¿s blood glucose was 200 mg/dl at the time of incident. The customer also reported that motor drive was not pushing insulin out when changing there set. The insulin pump will be returned for analysis.